Manufacturer narrative:
The root cause of the customer's complaint could not be determined.

Manufacturer narrative:
Outcomes of event: consumer experienced the a part of their tooth breaking off. Report source: complaint received from (B)(6).

Event description:
Consumer called stating that the vibration of the toothbrush was too strong and broke part of their tooth at the time of first use.